Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise and high impedance. On (B)(6) 2020, the lead was explanted and replaced. The lead was also noted to be torn. There were no adverse consequences to the patient noted and the patient was discharged from the hospital following the procedure.